Event description:
Patient is having attachment issues for the last three months with the freestyle libre 3+ sensors. She was using the libre 2 with no issues. She was provided with samples of the libre 3+ from her physician and those sensors would not stay attached to her skin. Thinking nothing of it she proceeded to get the libre 3+ under her physician's recommendation. The entire box had faulty sensors but she was able to report on three sensors. None of the sensors stayed attached to her skin the recommended 15 days. Some haven't even last 24hrs before being detached. This error is costing her a lot of money as replacement sensors can be upward of $100 if insurance doesn't pay. Patient hasn't experienced any additional signs or symptoms related to the defect. She received a recall notification in her abbott app dated (B)(6) 2025. When she called abbott about it, she stressed that the customer service was some of the worst she's ever experienced. The agent was very nonchalant and provided generic responses to her concerns. Patient didn't fall or perform any strenuous activities to aid in the detachment. Ref reports: mw5180728, mw5180729.